Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/failure to occlude (close) fallopian tube(s)/expulsion of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube entrance was seen patent". The patient's previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), stress urinary incontinence ("stress urinary incontinence"), urethral prolapse ("urethrocele") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (ablation, ablation, d&c. And essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower, stress urinary incontinence, urethral prolapse and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, urethral prolapse, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2006: result-not provided. Lot number: 509813 manufacture date: 2006-04 expiration date: 2008-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record was received. Event added from medical record- stress urinary incontinence, urethrocele, menometrorrhagia, device ineffective. Reporter information were added. Fu 05 and 06 was processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration/failure to occlude (close) fallopian tube(s)/expulsion of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)'). In an adult female patient who had essure (ess205) (batch no. 509813), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube entrance was seen patent". The patient's previously administered products, included for an unreported indication: ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), stress urinary incontinence ("stress urinary incontinence"), urethral prolapse ("urethrocele") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (ablation, d&c. And essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abdominal pain lower, stress urinary incontinence, urethral prolapse and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, stress urinary incontinence, urethral prolapse, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: in 2006, result: not provided. Lot number#: 509813, manufacture date: 2006-04, expiration date: 2008-03. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/failure to occlude (close) fallopian tube(s)/expulsion of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and essure removal surgery). Essure (ess205) was removed on (B)(6)2006. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2006: result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs received- new event genital bleeding, vaginal bleeding, menorrhagia, apareunia, bladder or urinary problems or changes; migraines/headaches, nausea, dysmenorrhea, dyspareunia, , pain, vaginal discharge, fatigue. Were added, event migration updated to device expulsion lawyer was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/failure to occlude (close) fallopian tube(s)/expulsion of essure device'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (ablation and essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, pelvic pain, abdominal pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2006: result-not provided. Lot number: 509813 manufacture date: 2006-04 expiration date: 2008-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation and pelvic pain to be related to essure (ess205). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.